Event description:
It was reported that debris was found inside the tubing of a CONTINU-FLO Solution Set; the debris was identified as an insect. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.